Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Clinic is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 291, 261 and 286 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 219 mg/dl using truemetrix meter and 255 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date at time of call is a month and a half. The customer stated she has not had any recent changes in her daily routine such as diet, exercise, and medications. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all readings are of concern. Customer is concerned with all readings specifically the morning readings, states she has never been above 130mg/dl in the mornings. Customer ran control solution level 1 and reading was within range.